Manufacturer narrative:
An event of atrioventricular block was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 27mm portico ng valve was selected for implant in a patient with baseline sinus rhythm. During procedure, at the moment of valve positioning, the patient developed new onset complete atrioventricular block. On (B)(6) 2021, a permanent pacemaker was implanted. On (B)(6) 2021, the patient was discharged home in stable condition. Clinical study patient ID: (B)(6).